Event description:
Diagnosed with ulcerative colitis. According to the (B)(6), non-hodgkin lymphoma and/or breast implant illness can cause autoimmune illnesses such as ulcerative colitis and others. I have been sick since implants in 2003, just did not understand the connection until now. I learned a couple months ago that implants I have been recalled. I do not understand test range and unit. FDA safety report ID# (B)(4).